Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 67, method code 4114 and results code 3221 are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). The date of the event was (B)(6) 2018. The patient experienced a sudden loss of therapy. The patient presented to the emergency room with baclofen withdrawal symptoms. A dye study was performed. Intra-op testing indicated it was not occluded. The pump and catheter were replaced. There was no patient injury and the patient recovered without sequela. The pump was delivering fentanyl 4000 mcg/ml and compounded baclofen 170 mcg/ml. Indication for use was non-malignant pain and chronic low back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 45 mg concentration at 15 mg dose and bupivacaine, 7 mg concentration at 2.8 m dose via intrathecal drug delivery pump for unknown indication for use. It was reported that lack of efficacy occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. Dye study was performed and no cerebrospinal fluid was back. Full catheter replacement was taken to resolve the I ssue. At the time of this report, the issue was resolved and patient status was alive- no injury. The catheter would be returned. No further complications were reported.

Manufacturer narrative:
H3: the catheter was returned, and analysis found the catheter body had a user related hole. The catheter body was incorrectly assembled or sutured. H6: method code (B)(6) and result code (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.